Event description:
One endeavor sprint rx drug-eluting stent was deployed to the mid lad (ref MFR# 2953200-2010-02407), one endeavor sprint rx drug-eluting stent was deployed to the first obtuse marginal (ref MFR# 2953200-2010-02408) and one endeavor rx drug-eluting stent was deployed to the prox lcx. Post-procedure residual stenosis was 0% with timi 3 flow. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt was discharged two days after the index on aspirin and clopidogrel dosing. Pt had cardiac status of stable angina at 30 day f/u. A spontaneous bleed was reported approx 4 months after the index procedure, in the opinion of the investigator this was not related to the study stent or study procedure. Pt was asymptomatic at 6 month, 1 year and 1.5 year follow-up's. The investigator has not assessed the relationship of the suspected mi to the study stent, study drug, or study procedure.

Manufacturer narrative:
(B)(4). Eval: results: (myocardial infarction).